Event description:
During the procedure for positioning the prosthetist in the biliary tract using the ercp, they release of the prosthetist itself did not work. They used another available product to complete the procedure.

Manufacturer narrative:
The investigation is in progress and a follow up MDR will be submitted.

Event description:
Supplemental follow-up MDR report is being submitted due to the completion of the investigation on 18-apr-23 and an update to the investigation conclusions.

Manufacturer narrative:
Device evaluation: the 1x evo-fc-10-11-6-b device of lot number c1934996 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Multiple attempts were made to obtain additional information with no success. Should this information become available, the file will be re-opened and re-investigated where appropriate. This file was raised to capture one case of the stent not deploying correctly. Lab evaluation: the device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Document review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. IFU & label review: there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause could not be determined from the available information. With the limited information available, a possible root cause could be attributed potentially to patient anatomy. It is possible that during deployment tortuous path may have caused a build-up of pressure causing compression on the delivery system and subsequently led to stent deployment difficulties. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.